Event description:
Customer reported that she had problems with the transmitter. She found no damage on the connection bridge. The transmitter passed the test plug procedure. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch 2032227-2014-36238.